Event description:
Pt has had a decrease in visual acuity and contrast sensitivity. The pt had an intraocular lens (iol) implanted in the right eye in 1997. In 2003, the pt's visual acuity was 11/10 (20/18) and the iol was clear. One month later, the pt had surgery was to implant a pacemaker and was placed on antiarrhythmia medication (cardarone). Examination of the pt 4 months later revealed a milky white opacification of the iol and glistenings. The pt's visual acuity was 7/10 (20/28). Testing to measure the reduction in contrast sensitivity has not been completed. The association between this event and the iol is not known. Follow-up has been conducted to obtain additional info, review the surgeon's findings and identify possible contributing factors. Adverse reactions outlined in the product insert for cardarone (amiodarone hc) describe a number of ophthalmic abnormalities including lens opacities.